Event description:
It was reported that a longitudinal small breakages was found near the emergency exit, followed by total breakage. They found bleeding and had to remove the products. The product had to be removed surgically.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.